Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and a system interconnect cable was seated on the inverter board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.